Event description:
A report was received that the patients ipg was moving. It was noted that the ipg had an air pocket around it and was sticking out. It was unknown if there was skin breakage or not.

Event description:
A report was received that the patients ipg was moving. It was noted that the ipg had an air pocket around it and was sticking out. It was unknown if there was skin breakage or not.